Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the correction in d4 (lot number) and the updates in sections d9, h3, h4, h6, and h10. The evaluation was completed. During device evaluation, the phenomenon was not reproduced. As there are no abnormalities, we could not determine the cause of the phenomenon based on the investigation result. No scratches or indications of contact with an object were found with the probe and the grasping section. The coating of the grasping section was partially peeled off; however, this defect is not considered severe enough to cause a potential adverse event. No abnormality of activation occurred during the probe check. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The following information is included in the instructions for use (IFU): ¿be sure to perform the preparation and inspection described in this chapter before use. Also, inspect the ancillary equipment to be combined with the thunderbeat instrument according to the instruction manuals for the equipment. Should any irregularity be observed with the thunderbeat instrument, do not use it. Inspect it as described in chapter 8, ¿troubleshooting¿ in the instruction manual for the ultrasonic generator. If the irregularity is still not resolved after troubleshooting, contact olympus. Using the thunderbeat instrument while any irregularity is observed may cause malfunction and may injure the surgeon, surgical staff, and/or patient.¿ ¿be sure to fully insert the transducer plug into the usg-400. Otherwise, an unsecure connection may result in unexpected disconnection of the transducer plug, resulting in no output, which could lead to potential bleeding.¿ ¿if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the update in sections e2 and e3. E3 other health care professional = senior clinical risk advisor medical device safety, pq&s.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during a laparoscopic total hysterectomy using a thunderbeat, 4 devices failed in one procedure. Events as follows: first thunderbeat- the device abruptly stopped working. User attempted to do another probe check, but the check failed so we replaced it. Second thunderbeat- the second device also failed, and the surgeon noticed that the active blade had fallen off and into the patient. The user retrieved the blade and replaced the thunderbeat again. Third thunderbeat- the third device also failed, and the surgeon noticed that the active blade had fallen off and into the patient. The user retrieved the blade and replaced the thunderbeat again fourth thunderbeat- the user then used a fourth thunderbeat and once again there was a failure. This time the user swapped out the transducer cord and tried to complete the probe check again, but this did not resolve the issue. After the fourth thunderbeat failed, the user swapped out the transducer cord and tried to complete the probe check again, but this did not resolve the issue. Finally, a fifth thunderbeat was opened, and the surgeon used that device to complete the case. There were no adverse effects to the patient as a result of this occurrence. Case with patient identifier (B)(6) reports thunderbeat 1 of 4 used in the procedure. Case with patient identifier (B)(6) reports thunderbeat 2 of 4 used in the procedure case with patient identifier (B)(6) reports thunderbeat 3 of 4 used in the procedure case with patient identifier (B)(6) reports thunderbeat 4 of 4 used in the procedure